Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure the quantum maverick monorail balloon ruptured at 20 atms on the second inflation. The lesion being treated was located in the severly tortuous, severely calcified and 99% stenotic distal right coronary artery (rca). The device was removed from the patient intact. The procedure was successfully completed with the deployment of a stent and another quantum maverick balloon. Patient status is listed as "good."